Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Blood/body fluid was noted in the lead lumen. This is consistent with the repositioning difficulties reported. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of the lead dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. A revision procedure was performed and the lv lead was attempted to be repositioned but was unsuccessful due to being unable to advance a guidewire through it. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.